Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead, implanted: (B)(6) 2010; 5076-45 implantable pacing lead, implanted: (B)(6) 2010; 694758 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had unexpected longevity and a potential performance issue as the device had reached elective replacement indicator (eri). It was also reported that there was high outputs for the left ventricular (lv) lead. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.